Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the shape of the port of an unspecified quantity of exactamix 5000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags made it difficult to spike completely into the port, leading to 'nvn' leaks due to incomplete insertion. The leaks were observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.